Event description:
Event description boston scientific received information that this patient previously had 285 episodes in the arrhythmia logbook and today it has only 12 episodes stored. There are also only one half year of daily measurements available and the last date available is from may this year. The caller wondered why we are not seeing older data in the arrhythmia logbook and also noted that in the chart there was a ventricular tachycardia (vt) event back in february, however nothing was stored. This pacemaker has been included in the insignia microcrystal failure mode 1 advisory (9/22/05) population and to date, there have been no reported patient symptoms associated with this clinical observation.